Event description:
The consumer alleges the wheel broke, causing him to fall and fracture his ribs.

Manufacturer narrative:
The rollator was returned to the dealer and the bolt was checked. According to the dealer the bolt had been removed by the consumer and was not broken. In addition, the dealer alleges that the consumer has stated that he has a history of reporting broken ribs. The medical condition, stability and medication regimen of the consumer was unknown at the time of the incident. The model is isg1026blkz which is an invacare supply group distributed part. The serial number is unknown. The last known location of the rollator was with the dealer. The device was never forwarded to invacare for evaluation.